Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and the site clinical engineer has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the battery is not fully charging. The site clinical engineer worked with the philips rse and found the battery was low on charging at 83%. The device needs a battery. However, the device is end-of-life (eol) since (B)(6) 2022, and no parts are available from philips. The customer was given a copy of the eol announcement. No further actions at this time. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed by the clinical engineer. The device evaluation found it needed a battery. This part is no longer available from philips since the device is eol. If additional information is received the complaint file will be reopened.